Manufacturer narrative:
Worn bearings and corrosion of the motor and rotor were identified as the probable cause of the device overheating. Worn bearings are indicative of decreased lubrication on the bearings. The worn driveshaft bearings and the corroded rotor may have caused the device to heat up due to friction. Corrosion of the motor may have also contributed to the device heating up.

Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.